Manufacturer narrative:
Device evaluation follow-up #1 submitted 09/16/2015: the device was returned to animas and evaluated by product analysis on 08/27/2015 with the following results: the black box contains dates from 6/13/2015 to 6/21/2015. Black box and histories for issue reported on 7/12/2014 have been overwritten. Available daily insulin delivery totals correctly reflected programmed basal rates. No activity outside normal patient use observed in pump histories. Pump powered up normally and paired successfully with test meter. Boluses executed using meter remote with no errors occurring. Pump passed rf testing. Pump passed delivery accuracy test and found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014 the reporter contacted animas and alleged that the patient had a blood glucose (bg) less than 70 g/dl with cognitive impairment. During troubleshooting customer support found that there had been rf communication failures during the bolus, and that the patient had failed to change the channel 5 values above/below the previous channel as per IFU. Customer support considered this a training issue. This complaint is being reported because the patient experienced hypoglycemia related to the user error of not adjusting the channel setting.